Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient stated the procedure was so aggressive that they ended up in the hospital after it was completed. They were only able to place one lead. The patient was quite stressed from the procedure and even had some heart symptoms that showed up. Patient mentioned their hospitalization from after the procedure